Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthopat device with the description of "fluid spill." No patient/operator injury reported.

Manufacturer narrative:
The device was returned and evaluated. The report of fluid spill was confirmed. There was fluid in the drain tubes and on the chassis. There was also white contaminant on the power supply which was blown. The power supply was replaced and the device upgraded to the current fluid ingress revision. (B)(4).